Manufacturer narrative:
(H3) based on previous similar investigations, the fractured reamer blades reported were likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or contact with hard bone or a retractor which led to brittle fracture of the blades.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, during an initial implant for this (B)(6) y/o female patient, the surgeon had sequentially reamed the glenoid with xs, sm, and med primary pilot tipped glenoid reamers. As the surgeon started to use the large reamer, it broke actual domed reamer section loose from the "center" section, which attaches to the reamer handle, and the "center" piece subsequently created a large hole in the center of the glenoid, which is where the surgeon had intended to place the cage portion of the caged glenoid. There were pieces were removed. The surgeon proceeded with the primary total shoulder replacement. There was a 15-30-minute delay. No adverse event reported due to delay. Patient was last known to be in stable condition following the event. The device will be returned.